Event description:
It was reported that the surgeon inserted an aq2010v three piece collamer lens and the lens came out the cartridge too fast and tore. There was patient contact but no injury.

Manufacturer narrative:
(B) (4). (B) (4).